Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the whole back of the customer's insulin pump fell out. The patient's blood glucose at the time of incident was 22.0 mmol/l. Troubleshooting was initiated for the physical damage and it was confirmed that the entire back of the insulin pump has opened. The customer stated that the device opened suddenly while they were changing the infusion set and holding the act button. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a detached end cap and cracked battery tube threads.